Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. On (B)(6) 2023 at around 2:00-3:00pm, the patient passed out. Her spouse thought she was just sleeping so he went out and came back. He tried to wake up but she was not responding. He realized she had passed out and checked her dexcom app and it was reading 40 mg/dl. He was not able to check a finger stick reading and called an ambulance. When emergency medical technician's arrived, they checked the patient's blood glucose and it was 39 mg/dl. They administered the patient with IV therapy and transported her to the emergency room. The patient was in the hospital for 3 hours and prior to leaving to go home, her blood glucose reading was over 100 mg/dl. Of note, the pump was not paired to the dexcom at the time of the event, therefore she was not getting automated insulin delivery. The patient reported the dexcom app was reading correctly; however, she does not recall the dexcom app alerting for a low prior to passing out. At the time of the report, the patient felt fine. Data was evaluated. Data evaluation shows that the patient crossed their low alert threshold of 70 mg/dl with an estimated glucose value (egv) of 64 mg/dl at 3:26 pm on (B)(6) 2023. The patient received their initial urgent low alert at 3:26 pm, which was vibration only. Five minutes later at 3:41 pm, the patient received another urgent low alert at fifty percent volume. The urgent low alert was then acknowledged at 3:41 pm. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.